Event description:
It was reported that the patient presented to the emergency room due to a vibratory alert. Upon review, it was discovered that the implantable cardioverter defibrillator was found to be in backup mode. Programming changes were performed. There were no patient consequences.